Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead exhibited over sensing, noise and inappropriate mode switches. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.